Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed. It was stated that the customer was able to rewind. Ran a displacement test and the device failed the test. Advised the customer to discontinue use of the device and to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of the motor encoder signal being out of phase.